Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on an unknown date. Customer's blood glucose reading at the time of incident was unknown mmol/l. Customer was treated with insulin drip for high blood glucose. The customer's current blood glucose value was 18 mmol/l. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.